Event description:
It was reported that a vns pt was experiencing an increase in seizures and would be referred for prophylactic generator revision surgery. The physician was able to interrogate and program the pt's device without issue but felt that the loss of seizure control may be occurring due to the length of time the device has been implanted (+5 yrs). A battery life calculation was performed using the pt's programming history available in the MFR's in-house database which indicated the device may be nearing end of service, however, the info is incomplete and may not be reflective of true battery longevity. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Review of programming history.